Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with noise over-sensing on their atrial lead. A venogram discovered that superior vena cava was occluded, so old lead was capped and new lead was placed on the right side instead during a downgrade/ normal generator replacement procedure on (B)(6) 2021. Patient was stable after the surgery.